Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a stuck button alert but the device did not alarm with sound. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed but the call got dropped. The device will not be returned for analysis.